Manufacturer narrative:
Evaluation codes: results: evaluation of the returned device confirmed the male buckle component has broken off. The area where the break is located is subjected to flexural forces, which is normal when the male component is secured to the female component. A closer look at the break surface displays no voids, bending, stress lines, or evidence of impact suggesting the break was sudden. It is possible that too much force was applied by the caregiver or there was a misalignment of the male and female components when securing them together. Complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. The instructions for use state: always inspect before each use: check for broken stitches or parts; torn, cut or frayed material; or buckles that are cracked or broken and do not hold securely. Never use soiled or damaged products. (B)(4).

Event description:
Customer reported when the belt was applied to the patient the male end broke. Customer did not provide the date when the incident occurred and no injuries were reported.